Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that expired tubes were used and resulted in a low draw with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: received call from customer they are experiencing low draw volume with these tubes. Customer then verified they have a 12/2015 expiration date. No erroneous results, no specific date, no patient identifiers, patient is not redrawn another tube is filled during the same initial draw.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that expired tubes were used and resulted in a low draw with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: received call from customer they are experiencing low draw volume with these tubes. Customer then verified they have a 12/2015 expiration date. No erroneous results, no specific date, no patient identifiers, patient is not redrawn another tube is filled during the same initial draw.